Event description:
It was reported that the clinician contacted arrow clinical support stating that they had a suspected rupture. They stated that they had frank blood in the helium driveline tubing. Clinical support advised that they should disconnect the driveline from pump and have md immediately remove the iab. There were no reported pt complications.